Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform intact, commissure 2 bent, heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. The sewing ring had been cut around the valve circumference. Returned with the valve was a piece of sewing ring, which matched up to the valve. Additional manufacturer narrative the device was returned to edwards for evaluation. Customer report of stenosis and calcification was confirmed. However, customer report of regurgitation could not be confirmed through visual observations. Calcification restricted leaflet mobility and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, may have contributed to this event but the cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted five (5) years and four (4) months, was explanted due to aortic stenosis and regurgitation, secondary to calcification. Per reported information, this device was originally implanted to correct aortic stenosis (as). After an implant duration of four (4) years and six (6) months, peak pressure gradient (pg) was 29mmhg. After implant duration of five (5) years, the patient visited the outpatient department and there was no issue detected and echocardiography was not performed. After implant duration of five (5) years and four (4) months, the patient visited the outpatient department and complained that his chest felt tight after walking for 100m. Peak pg became 79mmhg. This device was replaced with a 21 mm aortic pericardial valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve was reported as leaflet motion was restricted on two leaflets due to calcification and led to stenosis and regurgitation. The patient status was reported as recovered in the intensive care unit. The valve was returned for evaluation.